Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer continued to use current pump for insulin therapy and had an alternate method of insulin delivery available.. Customer¿s blood glucose level was 100-140 mg/dl.